Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed architect tsh results for one patient. The following data was provided (customer provided architect normal range: 0.35 to 4.94 uiu/ml). Sid (B)(6) initial result = 2.8794 uiu/ml, repeat = 3.2094 uiu/ml, cobas result was >100 uiu/ml, dxl 800 result was >48.7 uiu/ml. Heterophilic blocking tube (hbt) of scantibodies: architect tsh = 4.273 uiu/ml. Additional laboratory data was provided: anti-tg: initial result = 44.09 iu/ml, repeat = 48.44 iu/ml. Free t4; initial result was <5.15 pmol/l, repeat was <5.15 pmol/l. Tg: initial result was <0.04 ng/ml, repeat was <0.04 ng/ml. The patient has a history of a thyroid malignant tumor and had a thyroidectomy in 2022. The patient has been treated with radiation and chemotherapy. No impact to patient management was reported.

Event description:
The customer observed falsely depressed architect tsh results for one patient. The following data was provided (customer provided architect normal range: 0.35 to 4.94 uiu/ml) sid (B)(6) initial result = 2.8794 uiu/ml, repeat = 3.2094 uiu/ml, cobas result was >100 uiu/ml, dxl 800 result was >48.7 uiu/ml. Heterophilic blocking tube (hbt) of scantibodies: architect tsh = 4.273 uiu/ml. Additional laboratory data was provided: anti-tg: initial result = 44.09 iu/ml, repeat = 48.44 iu/ml. Free t4; initial result was <5.15 pmol/l, repeat was <5.15 pmol/l. Tg: initial result was <0.04 ng/ml, repeat was <0.04 ng/ml. The patient has a history of a thyroid malignant tumor and had a thyroidectomy in 2022. The patient has been treated with radiation and chemotherapy. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did not identify an increase in complaint activity for lot 51661ud00. Ticket trending review did not identify any trends for the issue for the product. Device history review did not identify any non-conformances or deviations with lot number 51661ud00 and the complaint issue. The overall performance of the architect tsh reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 51661ud00 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect tsh reagent lot 51661ud00 was identified.